Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the third report of four from the same facility. A mobius multi modality monitoring systems' power cord hit an object which caused the ac inlet module to break free and exposed the electrical contacts to the metal frame of the unit. One of the two fuses was burnt open. Additional information has been requested.